Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the faulty touch screen with a new led touch screen. The processor board was also replaced. Subsequent testing found no further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped without reason during a procedure. No error message was displayed and the display was white. The customer used the hand crank to provide flow while the pump was restarted. The pump continued normal function after being switched off and back on. There was no report of patient injury.